Event description:
Procedure: lobectomy. Reportedly, the stapler was fired on the pulmonary artery and would not release. A stapler was fired on each side of the reload in order to remove the original stapler. Patient side tissue loss. No further patient injury reported.